Event description:
It was reported to st. Jude medical that the entire system was explanted due to infection. The infection is being reported under an agreement that was communicated to FDA on 13 november 1997, in which all infections occurring within 30 days of implant shall be reported. This agreement followed an inspection by personnel of FDA's san jose office.